Event description:
Revision surgery - right knee femur, femoral stem, extension, patella, tibial insert, and tibial baseplate. X-rays confirm a loose tibial component, a laterally subluxated patella with considerable bony erosion from the lateral femoral condyle and the femoral component also appeared to have some looseness. Encore first became aware of the revision surgery on (B) (6) 2008. Due to an internal miscommunication, the correct department was not notified of the revision surgery until (B) (6) 2008.